Manufacturer narrative:
(B)(4). Date sent to FDA: 05/05/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: it was reported that the issue tends to happen between 6-8 weeks after the suture has been used. There have been a number of cases reported. 1) 27 year old male operated on (B)(6), and stitch reaction noted on (B)(6), bmi 24, for removal of dysplastic nevi. Generally well. Deep layer done by pds 4-0. Fit and not on any regular medications. Skin was normal, interrupted pds done. No anomalies noted in the suture. Likely stitch granuloma. He has had the stitches removed now and having a wound dehiscence, secondary intention healing. A manufacturing record evaluation was performed for the finished device lot number qemajr / w9950t14 , and no non-conformances related to the reported complaint condition were identified. (B)(4). Date sent to FDA: 05/05/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how many patients experienced this issue? If additional events occurred and were not previously reported, an additional product complaint would be required for each patient. If previous events were reported, please provide the product complaint reference number for each. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/ concomitant medications? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Lot number ojmtlm is invalid. Can you please provide a valid lot number for product code w9615? Has product been returned? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced deep stitch reactions of tender bumps of hypertrophic scarring around the sutures which either needed excision or took 12-18 months to settle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the four pictures received. Upon visual analysis of the picture received, it was observed healing skin and pieces that appears to be sutures could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. H6 component code: g07002 - photograph related to the event.